Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the empty pump had not been resolved as the patient¿s daughter refused to bring the patient into the office for refill and the patient did not have benefits to have a home health agency refill her pump. It was noted she was on hospice at home and did not want the pump filled. The patient¿s weight was unknown and was unable to be obtained. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was supposed to have a refill on (B)(6) 2020 but the appointment was moved to the 18th. The patient then went to the hospital on the 17th due to the patient's health declining rapidly due to an unrelated medical issue. The patient needed her pump refilled and they could not get the doctor to fill it. They mentioned the pump was empty. Home infusion services were reviewed with the caller. No further complications were reported.